Event description:
Repair center: alleged low o2/yellow light and key is the valve is the manifold valve stuck /leaking. Additional malfunctions are the inlet filter is dirty, the pe valve is leaking, and the zip ties and hose clamps were replaced.